Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that the patient had primary tka on both sides 2 years ago but has experienced chronic effusions on both knees since primary surgery. Patient rtka was revised on (B)(6) 2017. He did perfectly well for 8 days on the 9th day he experienced acute swelling and apparent infection. Surgeon elected to I&d with poly exchange on (B)(6) 2017. He elected to remove all implants on (B)(6) 2017 and implant antibiotic beads, spacer and loosely cemented primary cr attune femur, loosely cemented psrp insert with top post removed. Surgeon is aware this is off label but felt it was the best interest of the patient.